Manufacturer narrative:
On 01/21/2015 follow up: safety feature was further discussed with the customer and customer understood. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms. There was no impact to the customer's blood glucose level.